Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the preparation of the antenna, once connected to the reusable cable, the generator did not detect the antenna. They tried to reconnect and restart the generator, but realized that the pin from the cable was bent resulting in the inability to detect the probe. They had to bend the pin back in order for the probe to be detected by the generator. In addition, the temperature alarm sounded and the generator stopped working at the last 14 seconds. They had to reset and restart. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.